Event description:
It was reported that during an unknown procedure, the second stapler, on the initial firing, did not open after it was fired. The anvil didn't pop open. The pt experienced some blood loss, but did not require a transfusion. The or time was extended minimally, just time enough to complete additional firings.